Manufacturer narrative:
One (1) ctual sample and a photograph were received for evaluation. Visual inspection of the actual sample did not identify any abnormalities that could have contributed to the reported condition. Fill port connector cap was removed and no issue was observed. The photograph was reviewed and showed a long colorless to white shaped polymeric appearing particle. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag had a long transparent particle. The issue was identified during visual inspection of the finished product. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.